Event description:
The pt used the suspect device and obtained a blood glucose result of 346mg/dl. The pt then took 25 units of insulin. Later the pt felt ill and paramedics were called. The emt's used their own meter to check the pt's blood glucose and the value was 30mg/dl. The pt was transported to the hosp and given a glucose IV.